Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. The download data showed that an 0x5f alarm had been generated during the second priming sequence, indicating an open ground at the hook switch. The alarm prevented the pod from completing activation and deploying as intended. Inspection of the pod found no damages or manufacturing deficiencies that would result in a hazard alarm. The exact cause of the 0x5f alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while activating a pod the cannula had not deployed and the pods pink slide did not move forward. The pod was not worn.